Manufacturer narrative:
Patient reported having catching and pain with activity. A revision surgery is planned to exchange the poly inserts. The surgeon also plans to perform a lysis of adhesions during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient reported having catching and pain with activity. A revision surgery is planned to exchange the poly inserts. The surgeon also plans to perform a lysis of adhesions during the procedure.